Event description:
It was reported that the patient presented in-clinic after receiving a shock, following dialysis. High impedance was observed and small amplitude noise was noted via review of egm during myopotential testing. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.